Event description:
The patient claimed the animas insulin pump has power issues. The subject pump allegedly loss power and rebooted. When the patient awoke in the morning, the pump prompted the verify screen. The subject pump did not have physical damage or moisture within. There was no evidence of product misuse. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the power issue.

Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: there was no damage found to battery cap or battery compartment. Battery cap was able to attach securely to pump. Pump powers on normal with no alarms. Pump was exercised for 24 hrs with no power issues or alarms occurring. The power issue was confirmed in the pump history but could not be duplicated during product analysis. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.